Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during last fill of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The air was found in the heater line. The hp stated that they properly tightened the connection between heater bag and the cassette. The hp did not noticed any leak in the connection. Renal therapy services (rts) explained the alarm then advised the caregiver (cg) to close the clamp and clear the alarm. Rts had the cg disconnect the hp. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.